Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right ventricular led exhibited undersensing and noise. Noise was reproducible with isometric testing. The lead was reprogrammed. The patient would continue to be monitored with routine follow up.